Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-17373. It was reported the is patient was experiencing ineffective stimulation. Diagnostics indicated that the leads had multiple contacts with low impedance. As result, the scs system was explanted.